Manufacturer narrative:
(B)(4). A non-medtronic service provider evaluated the ventilator and found the battery connection was not connected properly; the connection was adjusted. The ventilator passed self tests. Medtronic was not authorized to service the ventilator.

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. Patient involvement information was not provided by the customer.